Event description:
A nurse reported that a system message displayed during a vitrectomy procedure, and the cassettes "were not drained". Following a delay of more than 15 minutes, the procedure was completed with the same system with no patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).